Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one undersensed beat was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.